Event description:
Pt underwent left heart catheterization and ptca, with attempted stent placement. During procedure, the stent balloon was advanced onto the obtuse marginal branch of the left coronary artery. At that time, the stent dislodged from the balloon and had to be retrieved. The removal of the foreign body -undeployed stent- was via re-wiring beyond the stent and deployment of a filter basket. The filter basket was used to snare the stent and pull it back into the guide.